Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens with diopter -12.0/+2.0/089 into the patient's left eye (os) on(B)(6)2023. Within the initial surgery the lens was removed and replaced with a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).